Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Corrected fields: e1 (phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found: scratches on the screen. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon was caused by a failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the high definition lcd monitor suddenly turns off. The issue was found during inspection for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with a similar device and there were no reports of patient harm.